Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient had been going to the bathroom more often. The patient programmer would not communicate with the implantable neurostimulator (ins). The patient had been seeing the poor communication screen. They tried changing the batteries to see if it would resolve the programmer issue, but even after changing batteries the poor communication still occurred. The patient had been on their settings for a while and wanted to increase stimulation. The patient used the antenna, confirmed it was secure, and synced with the ins, but this did not resolve the issue. The programmer would not work with either antenna. The patient had an appointment with their health care provider (hcp) on (B)(6) 2016. The circumstance that led to the loss of therapy and poor communication was that the device battery failed. The step taken to resolve the loss of therapy and poor communication was that the battery would be replaced on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
It is not known why the ins was not returned.

Event description:
Additional information from the patient reported that their ins lasted "a month less than 3 years." The patient stated that they hope their newly implanted device lasts the expected 5 years. No patient symptoms were reported.

Event description:
Additional information was received from the patient that reported that the circumstances that led to the loss of therapy and the poor communication was a dead battery in the interstim device. The patient has scheduled a battery replacement surgery for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.